Event description:
It was reported that during an angioplasty treatment procedure in the external iliac, "the balloon failed to deflate during the procedure." During removal of the device, "the balloon was partially pulled into the sheath and popped with the back end of a wire." The procedure was successfully completed with another of the same device with no patient complications. Current patient status is reported as "fine." Further information has been requested about this event.